Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The lead was opened and not used. Another lead was used to complete the procedure. No patient involved in this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that according to the returned paper work, the physician was used the guidewire/ acuity whisper cs-j, and this guidewire is a competitor guidewire. Visual inspection found the guidewire tip was kinked and buckled inside the lead tip nose, and it could not be removed due the distal conductor obstruction. If information is provided in the future, a supplemental report will be issued.